Manufacturer narrative:
Complaint confirmed, the device flute was broken approximately 1.2 in from the tip. The device relevant critical dimensions met drawing specifications. The cause of the event is undetermined, however likely causes include prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/19/2021 it was reported by arthrex employee via sems that an ar-8943-16 broke when making a hole while using the fibula plate. This occurred during use on (B)(6) 2021. The broken piece was recovered from the patient's body and the procedure was completed using another drill.